Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pressure rated ext, removable IV connect experienced device damage/deformation. The following information was provided by the initial reporter: it was reported that tubing broke on patient connection. These concerns relate to bd¿s quality control. Description of problem: broke on patient connection.

Manufacturer narrative:
A complaint of component breaking while in use was received from the customer. No product or photo was returned by the customer. The customer complaint of damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5304 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pressure rated ext, removable IV connec experienced device damage/deformation. The following information was provided by the initial reporter: it was reported that tubing broke on patient connection. These concerns relate to bd¿s quality control. Description of problem: broke on patient connection.